Event description:
Report rec'd of a nondelivery with no pump alarm. The pump was programmed to deliver 1000ml of d5w.45ns at a rate of 75ml/hr alternating with 1000ml of 0.9ns with 20meqkcl added at a rate of 75ml/hr reportedly, the pump display was incrementing as though fluid was being delivered and drops in the drip chamber were reportedly observed. The customer contact stated that "the nurses had re-inserted the tubing in the pump several time over an 8-hour shift, when after an unspecified length of time, it was noted that the unspecified IV bag contained more solution than expected." The device was removed from clinical service. The therapy was resumed using a replacement device. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.